Event description:
It was reported the patient seemed to develop a high amount of astigmatism after surgery which progressively worsened. The patient was examined by a retinal specialist and the retina was normal. Due to this unexplained change in astigmatism, the physician decided to replace the multifocal lens with a monofocal lens of the same diopter.

Event description:
Baxter was notified of a patient who experienced a severe allergic reaction. The patient believes the reaction was from packaging containing di(2-ethylhexyl) phthalate (dehp). Additional information obtained on 11 mar 2010 indicates that the patient set up with intravenous (IV) fluid for the night. The patient opened a new packet and became aware of a strong chemical smell. The patient noticed her heart was beating faster, as the patient is prone to seizures and is familiar with the symptoms. The patient took medication immediately to relieve the symptoms. Migraine headache pain also started and the patient inhaled oxygen to relieve symptoms. About 1/2 hour later the patient felt ok. The patient believes that dehp used in the packaging brought on the reaction. The patient has stated that she has severe allergic reactions to many things.

Manufacturer narrative:
The returned device is currently being evaluated at the manufacturing site. The cause of this adverse event is undeterminable at this time.

Manufacturer narrative:
Examination of the intraocular lens (iol) at the manufacturing site did not reveal any abnormal observations and no obvious signs of astigmatism were noted. In conclusion the cause of the phenomenon observed by the physician did not appear to be caused by any manufacturing defects in the lens. The manufacturer's analysis did not indicate that the lens was astigmatic.